Event description:
Customer reported abo discrepancies on the galileo when performing the fwd_abo assay. Donor segments first run results were ab positive and the second run results were a positive.

Manufacturer narrative:
Instrument image review noted the affected sample resutls were type a positive on the first run and type ab postiive on the second run. According to the galileo operator manual,forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.